Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display. The customer¿s current blood glucose level was 144 mg/dl at time of incident. The customer stated that they had changed battery and still wont come back. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.